Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU the doctor inserted the needle and ars into the (B)(6) female pt, then began advancing the swg. She encountered resistance during insertion which cause the swg to kink. The device was removed but not replaced. A delay was reported, however, there were no reported complications or death to the pt as a result of this occurrence. The doctor alleged she previously met with the same issue but did not report it to (B)(4). No additional information will be available for the alleged cases.